Manufacturer narrative:
Concomitant medical products: (2) curos caps; 250ml hospira bag ndc (B)(4), lot 65-092-jt, exp 1 may 2018, 0.9% sodium chloride injection; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the smartsite during an unspecified infusion. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking was not confirmed or replicated. Functional testing resulted in no leaking. The root cause of the reported leak was not identified.